Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had system error 800.8000 during patient use. It was noted that all pump modules were flashing green and red in synchrony with audible alarm. When the nurse pressed one of the buttons on a pump module, the entire system turned off. It was then reported that there was other pump in the patient¿s room and was able to transfer the infusion. The event occurred in the intensive care unit. There was no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that during patient use, the device gave system error code 800.8000. There was no patient impact.

Event description:
It was reported that the device had system error 800.8000 during patient use. It was noted that all pump modules were flashing green and red in synchrony with audible alarm. When the nurse pressed one of the buttons on a pump module, the entire system turned off. It was then reported that there was other pump in the patient¿s room and was able to transfer the infusion. The event occurred in the intensive care unit. There was no patient impact.

Manufacturer narrative:
The report of an error code 800.8000.0 (general os failure) was confirmed in the pcu event log; however, it was not replicated during testing. The pcu device 14399317 was received with instrument seal intact. Overall, no anomalies were observed. During inspection of adjacent pump module s/n (B)(6) foreign material was observed on the female iui connector. The fibrous material is observed across contact pins 5 thru 10 (pin 6, 7, 9, 10 communication handling pins). Software believes the foreign material found in the iui could be related to the 800.80000 malfunction and the investigation has been escalated to electrical engineering for further analysis. The pcu event log identified error code 800.8000.0 (general os failure) as occurring on (B)(6) 2020 at 4:55pm. Testing could not reproduce the 800.8000.0 (general os failure) system error. Trace logs were provided to software engineering for further analysis; however, no additional root cause information could be provided. The fibrous material found on the female iui connector attached to lvp s/n (B)(6) was not the cause of nor related to the 800.8000 malfunction. A review of the device history record showed the device had a manufacture date of 05/18/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.